Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution was due to shadowing of the septal leaflet. The reported slda was due to the poor image resolution and patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4. A triclip xtw was inserted, and grasping was performed, but difficulties visualizing the septal leaflet occurred. The clip was ultimately deployed on the tricuspid valve. However, after deployment the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, an additional clip was implanted posterior to the first clip, reducing tr to a grade of 1. There was no clinically significant delay in the procedure.